Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was in the calcified posterior tibial artery. A 6x200mm, 150cm ranger balloon was advanced for dealation. However, balloon burst before it was inflated to its rated burst pressure. The procedure was completed with another of the same device. Noc complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: a ranger device was received for analysis. The returned device was attached to a boston scientific encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks or issues noted. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was in the calcified posterior tibial artery. A 6x200mm, 150cm ranger balloon catheter was advanced for dilation. However, the balloon burst before it was inflated to its rated burst pressure. The procedure was completed with another of the same device. No complications reported and the patient was stable. It was further reported that the target lesion was not tortuous and severely calcified. There were no inflations done before the device was inflated to the rate balloon pressure.